Manufacturer narrative:
The device was returned for investigation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that there was a defect in the packaging resulting in incomplete sterilization of the contents. The defect was identified during preparations for a medical procedure. No patient interaction or injury to report.